Manufacturer narrative:
Sample was collected in serum separator tube. Qc was run before and after the event and the results were within established ranges. A field service engineer (fse) inspected the instrument and found the collar wash stuck with gel. The fse replaced the sample probes and collar wash, performed alignments and obstruction detection. The fse instructed the customer regarding minimum tube volume, and to inspect the tube prior to loading on the instrument. The fse also noted that this is on-going training issue with training this lab.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high salicylate (saly) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. The initial saly result of 217.1mg/l was reported out of the lab. The physician questioned the result because the patient did not take any salicylate. The customer poured off the sample, re-spun and reran the sample and the result yielded <40mg/l. Patient treatment was not affected. The physician did not believe the false result.